Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. A 6.0mmx220mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, during initial inflation at nominal atmosphere for 2 minutes, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported and the patient was in good condition after the procedure.